Event description:
It was reported that the patient received radiation therapy on the chest on the same side as the device. The device showed a power on reset. The device was reprogrammed to clear the reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.